Event description:
It was reported that during the maintenance checkup, the air passage connection part was found loose. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Tighten the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted. The cause of the reported problem could not be determined. The manufacturing DHR is not relevant to the investigation.